Event description:
Sickle cell patient with arrow double lumen access port. Attempted to flush, dark brown blood return. Complained of pain on flush. Chest x-ray revealed catheter dislodged from port hub and migrated into right atrium. Removed radiologically.